Event description:
During remote-follow-up, false pause episodes were recorded due to undersensing. The patient was brought into clinic and the device was reprogrammed to resolve the event. The patient was stable.